Manufacturer narrative:
(B)(6). This lot was manufactured october 24, 2016 ¿ october 25, 2016. The device was received for evaluation. Visual inspection noted a brown particle that was completely embedded in a segment of the tubing. Fourier transform infrared refractometry (ftir) spectroscopy testing revealed this particle is a burnt polyvinyl chloride (pvc) material. The tubing is made from pvc. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The reported condition was verified. The cause of the condition could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the connection port of a half day infusor was damaged. This was observed before patient use. It was stated that a brown burn line was on the infusor. There was no patient involvement. No additional information is available.